Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.